Event description:
It was reported the patient¿s ¿therapy stopped about four to five days¿ prior to report. There was ¿no connection¿ between the patient¿s implantable neurostimulator (ins) and a physician programmer or recharger. The patient¿s physician then proceeded to explant the ins ¿because he thought the battery was sitting too deep¿ potentially as a result of recent weight gain by the patient. However, upon testing the explanted ins directly, there remained ¿no connection¿ between the physician programmer and the ins. The patient¿s ins was then replaced at that time. Following a ¿reset¿ of the ins that was performed at a later day, the ins was reported to communicate with a physician programmer. The patient was alive with no injury at the time of report and was reportedly ¿doing well with the new implant.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had ¿reduced capacity due to overdischarge.¿